Event description:
This spontaneous case was reported by a physician and describes the occurrence of adnexa uteri pain ("cramp like pain in uterine tubes") in a female patient who had essure (batch no. 26267) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2016, the patient experienced adnexa uteri pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced malaise ("gets sick and tired easily"), fatigue ("gets sick and tired easily"), mood altered ("mood is bad"), arthralgia ("joint pain"), back pain ("back pain"), eye disorder ("eye problems"), tooth fracture ("teeth chip") and hair disorder ("hair gets loose"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the adnexa uteri pain, malaise, fatigue, mood altered, arthralgia, back pain, eye disorder, tooth fracture and hair disorder outcome was unknown. The reporter considered adnexa uteri pain, arthralgia, back pain, eye disorder, fatigue, hair disorder, malaise, mood altered and tooth fracture to be related to essure. The reporter commented: patient's condition has worsened during the last two years. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: adnexa uteri pain. The analysis in the global safety database revealed 77 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of adnexa uteri pain ("cramp like pain in uterine tubes") in a female patient who had essure (batch no. 26267 (invalid)) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2016, the patient experienced adnexa uteri pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced malaise ("gets sick and tired easily"), fatigue ("gets sick and tired easily"), mood altered ("mood is bad"), arthralgia ("joint pain"), back pain ("back pain"), eye disorder ("eye problems"), tooth fracture ("teeth chip") and hair disorder ("hair gets loose"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the adnexa uteri pain, malaise, fatigue, mood altered, arthralgia, back pain, eye disorder, tooth fracture and hair disorder outcome was unknown. The reporter considered adnexa uteri pain, arthralgia, back pain, eye disorder, fatigue, hair disorder, malaise, mood altered and tooth fracture to be related to essure. The reporter commented: patient's condition has worsened during the last two years. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 26-apr-2018 for the following meddra preferred term: adnexa uteri pain. The analysis in the global safety database revealed 80 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-apr-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.